Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent lumpectomy on (B)(6) 2014 and topical skin adhesive was used. When the doctor pressed the ampoule for the second time, a shard penetration occurred. There was no adverse patient consequence.